Event description:
A persistent quality issues with the recently converted mediguard advantage gloves (avt0270/avt0275). A tear in dr. [Redacted] gloves was visible during surgery. Specifically, dr. [Redacted] has noted that the gloves consistently catch on surgical instruments causing it to tear. In this recent incident, pieces of it is left on the surface of the heart prompting dr. [Redacted] to retrieve it. Manufacturer response for surgeons gloves, medline (per site reporter). Material management reached out to medline to see if there are options.